Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device requires reboot. A field service engineer, guided the pharmacy technician through the reboot procedure of a pyxis helmer refrigerator. Following the reboot, the helmer began to establish communication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator was not connected to bus. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.